Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: patient-1: meter-inr: 4.9, lab-inr: 4.2. Patient-2: meter-inr: 2.8, lab-inr: 1.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.9, reference: 4.2, mean: 4.55, confidence-limits: 2.6-6.9. Inratio: 2.8, reference: 1.8, mean: 2.30, confidence-limits: 1.6-3.4. Summary: end user reports discrepant accuracy. Customers results analyzed in-house. Accuracy met criteria, both results. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.